Manufacturer narrative:
Addition g5: addition computed tomography (cta) images dated (B)(6) 2020, were sent to gore imaging services for evaluation. Per the evaluation pre-implant cta dated (B)(6) 2020, revealed the proximal neck diameters range from 18 mm -19 mm. Proximal neck length appears to measure > 15 mm in length. Distal lci diameters range from 14 mm ¿ 15 mm. Lowest renal to liia 204 mm in length. Distal rci diameters range from 15 mm ¿ 17 mm. Lowest renal to riia 220 mm in length. Post implant cta dated november 11, 2020 revealed there appears to be a contrast-like density present outside of the deployed device, contrast cannot be confirmed with available image set. Portions of both the trunk-ipsi and contralateral leg grafts appears to be compressed and there appears to be thrombus throughout the grafts.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc181400/22186335, UDI: (B)(4). Concomitant medical products: patient medications: pepcid and calcium carb.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2020, the patient presented at the emergency room with cold legs. Computed tomography scans revealed the proximal end of the trunk-ipsilateral leg endoprosthesis had folded over on itself (1800-e other/unknown). ¿the flow divider was also kinked/folded like a pancake.¿ there was also thrombus throughout patients common/external iliac arteries. On (B)(6) 2020, the physician reintervened. He placed a 10x40mm palmaz stent in the proximal trunk-ipsilateral leg endoprosthesis up to renal arteries. Then placed two 11 x 59 vbx stents from the flow divider down distally. After those stents were placed, they relined the right common iliac artery with a contralateral leg endoprosthesis (plc181400). A contralateral leg endoprosthesis (plc141200) was placed in the left common iliac artery. An additional contralateral leg endoprosthesis (plc181200) was placed in the distal right common iliac artery to cover thrombus. Reportedly the patient did not have tortuous anatomy, it is unknown what caused the event. The patient tolerated the procedure.